Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received confirming a stable trend of shocking impedance at around 115 ohms. It was further mentioned that the system alert was reportedly triggered due to a single coil value of 121 ohms which was within range and was a common event for this type of coil. This was consistent with the basal measurements. No lead issue was suspected. The system remains in service. No adverse patient effects were reported.